Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced, and a new pocket was created to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated. A case of pain at the ipg site was reported to abbott. The physician explanted the ipg and elected to placed new ipg slightly higher than the previous pocket site to address the issue. Therapy was restored. No complications occurred during the surgery. The ipg was disposed of per facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.